Event description:
The patient was implanted with a left ventricular assist device. The intensive care unit nurse reported that the patient's flows were reported to be 2.8 l/min. She said the pi was sometimes high. The patient was returned to the operating room for bleeding. Additional information received on (B)(6) 2014 indicated that the bleeding had resolved and there were no other issues.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.